Manufacturer narrative:
The contra-angle is rusted inside, service needs to replace cartridge, drive shaft, retainer and wave washer. Additional information was received indicating that there was no injury to the patient.

Manufacturer narrative:
The device was not returned for evaluation. However, the serial number was provided and a DHR review is planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle would not hold burs. The event outcome is unknown as of this MDR evaluation.